Event description:
It was reported that the device had an unspecified error code. When the event occurred is unknown. Patient involvement is unknown and patient harm/adverse event unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection noted a bubbled downstream occlusion (dso) seal. Review of the error history log found "error code 43639". Functional testing duplicated and confirmed the complaint. Root cause was attributed to the main board; which was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.